Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for left side "seroma-late", "due to the risk of the lymphoma the physician will have to reconstruct the breast". The device remains implanted. Healthcare professional reported "pain" and "accentuated amount of fluid around the left implant, associated with thickening and diffuse enhancement of the capsule on this side".

Manufacturer narrative:
. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the photographs identified: white and red encapsulation deformation.

Event description:
The device has been explanted.